Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. These devices are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used for operative patients and the patients are recovered in the intensive care. It is unknown what sequela occurred to cause the physician to assume this is an issue attributed to the duravess patch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the duravess patch the patient had a stroke. It is the physician¿s belief that the patch is to blame for the stroke. At this time we do not know the size of the patch used, what procedure or any other descriptive information such as diagnosis, surgery, comorbidities. Follow up is on-gong to try and obtain additional details of the reported event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.